Event description:
Customer was getting readings in the 400's (mg/dl). Doctor adjusted medications. Customer took a blood glucose reading and received a reading of 422mg/dl. Customer was found in a coma and was taken to the hosp. The hosp tested blood glucose and received a reading of 31mg/dl. An IV was given. No controls were used. Strips were stored out of original container. A request was made for the return of the suspect device and replacement product was sent.